Event description:
The manufacturer received information; the patient is alleging the device sometimes stops operating in the early morning. A sales rep visited the patient and confirmed that the device is contaminated with bugs and that ventilator inoperative alarm was displayed. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The device cannot be accepted at the repair center due to the allegation of contamination with bugs. Therefore, the repair evaluation was canceled, and the device will be scrapped.